Manufacturer narrative:
The reported event was confirmed. Evaluation of the autopulse platform (sn (B)(4)) during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. The archive data was reviewed and contained a system error 136 (internal parameter corrupted) confirming the reported event. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. As part of routine service during testing, the device was examined and found physical damages. The autopulse platform (sn (B)(4)) is a reusable device and was manufactured on 27 may 2010. It has exceeded its expected service life of 5 years and is more than 7 years old. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. After replacement of the processor board and the damaged components the device was further tested and passed final specification without further issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was powered on and displayed a system error, out of service, revert to manual CPR message during shift check. The user was unable to resolve the issue. No patient involvement.